Event description:
It was reported by the pt and the parents that the pt was experiencing painful stimulation and erratic stimulation. The erratic stimulation/painful stimulation were only occurring in chest and neck area. The pt said he typically would only notice the erratic/painful stimulation when he would lay on his right side. He will not lay on his right side anymore due to it, and it doesn't happen as much anymore if at all. When the erratic/painful stimulation first occurred, it was believed by the neurologist to be related to one of the pt's comorbidities. He is also under genetic testing. The physician reported that he could not confirm that these events were occurring as he had not observed them. He said that there aren't any known contributory factors that could have been a cause. The physician believes that there could be a microfracture despite diagnostics being within normal limits. The pt is said to be doing well at this time. He is expected to undergo eeg monitoring and evaluation for brain surgery.